Event description:
The customer contact reported that during preventative maintenance testing at the user facility, a nondelivery was noted. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.